Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. There was no report of pt involvement or adverse pt impact. The device was evaluated at philips and the symptom was confirmed. Philips resolved this malfunction by replacing the processor pca.